Event description:
It was reported that the customer was hospitalized with moderate ketones. Troubleshooting conducted during the phone call indicated the device was functioning properly. Instructed customer to change set and rotate site.